Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the vibratory notifier would not make a sound during testing. The patient would continue to be monitored and was asymptomatic throughout.